Manufacturer narrative:
The insulin pump received a button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he has a button error alarm on the insulin pump. Customer has tried everything to get out of it. Customer's blood glucose is 160 mg/dl. Customer was at an amusement park and it may have gotten a little bit of water on it. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.